Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 401 mg/dl; reportedly, the customer accidentally delivered incorrect amount of insulin via a bolus. Customer had bloodwork completed but was not given any treatment. Customer was discharged 4 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.